Event description:
It was reported that the patient experienced low speed events. The log file review confirmed the speed drops as well as noted a pump stop event on 10jul2022. The speed drops occured while the patient was on mobile power unit (mpu) power, while the pump stop occurred while on batteries. It was reported that the patient did not endure any symptoms, and that the driveline has had previous application of rescue tape. X-ray images were analyzed, and no concern was noted for any area of the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported alarms and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Additionally, the evaluation of the driveline confirmed damage to the silicone bend relief and jacket; however, a specific cause for the observed damage could not be conclusively determined. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 1¿ through 5¿ from the metal connector. Upon removal of the tape, damage was observed to the terminus of the bend relief approximately 2¿ from the metal connector as well as the outer silicone jacket approximately 3.5¿ and 4.5¿ from the metal connector. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account reported that no further alarms were noted following the repair; however, the patient was discharged home with an ungrounded cable. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline repair on (B)(6) 2022. No further alarms occurred following the repair. The patient was discharged home with an ungrounded cable.